Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was intermittently powered on. The last pt to use this monitor was not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was intermittently powering on when a battery pack was inserted. The cause was likely an intermittent connection on the monitor's battery connector. The root cause for the intermittent battery connector was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.